Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned the test strips of wrong vial lot;unable to evaluate them. Most likely underlying root cause of malfunction: user's is testing with expired test strips, the strips vial opened more than 4 months, it is not recommended per user guide instructions.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting or non-fasting blood glucose test result range is 140 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed have not had any recent changes in diet. The storage of product is not provided. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is more than 120 days; therefore test strips are past open expiration date. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.